Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device e312 image display failure: no image to display. The issue was identified during service / maintenance (not in a clinical setting) there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.